Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right cornu') in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, neck dissection, cholecystectomy and neck dissection. Concurrent conditions included abdominal pain, bloating, haematochezia, dysmenorrhea, endometriosis of uterus, chronic cervicitis, uterine adhesions, ovarian cyst, uterine fibroids, menstrual disorder, cramp in lower abdomen, post coital pain and anemia. Concomitant products included nsaids since (B)(6)2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/(heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/psychological injuries") and anxiety ("psychological or psychiatric problems condition: mental anguish/psychological injuries"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced complication of device removal ("I still have left coil inside that is causing me issues"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)") and anaemia ("anemia"). The patient was treated with surgery (on (B)(6) 2010-total hysterectomy (uterus and cervix removed) - right side coil removed). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device dislocation, depression, anxiety and complication of device removal outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea and anaemia had resolved. The reporter considered abdominal pain, anaemia, anxiety, complication of device removal, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: (B)(6) 2010 right side -total hysterectomy (uterus and cervix removed) - right side coil removed. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No - I still have left coil inside that is causing me issues. Discrepancy noted in essure confirmation test: patient did not underwent essure confirmation test and performed hysterosalpingogram with result: device was successfully occluded. Patient received treatment for- pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, anemia and migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Ultrasound pelvis - on (B)(6)2010: revealed an ovarian cyst. Ultrasound scan - on (B)(6) 2010: revealed a normal uterine cavity, small uterine fibroids, and a new right ovarian cyst consistent with a corpus luteum cyst. Concerning the injuries reported in this case, the following one was described in patient¿s medical record; confirming: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6) 2020: pfs received. Outcome for the event "abnormal bleeding (vaginal)" was added as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right cornu') in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, neck dissection, cholecystectomy and neck dissection. Concurrent conditions included abdominal pain, bloating, haematochezia, dysmenorrhea, endometriosis of uterus, chronic cervicitis, uterine adhesions, ovarian cyst, uterine fibroids, menstrual disorder, cramp in lower abdomen, post coital pain and anemia. Concomitant products included nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/(heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/psychological injuries") and anxiety ("psychological or psychiatric problems condition: mental anguish/psychological injuries"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 4 months after insertion of essure (ess205). On an unknown date, the patient experienced complication of device removal ("I still have left coil inside that is causing me issues"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)") and anaemia ("anemia"). The patient was treated with surgery (on (B)(6) 2010-total hysterectomy (uterus and cervix removed) - right side coil removed). At the time of the report, the device dislocation, vaginal haemorrhage, depression, anxiety and complication of device removal outcome was unknown and the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and anaemia had resolved. The reporter considered abdominal pain, anaemia, anxiety, complication of device removal, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: (B)(6) 2010 right side -total hysterectomy (uterus and cervix removed) - right side coil removed. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No - I still have left coil inside that is causing me issues. Discrepancy noted in essure confirmation test: patient did not underwent essure confirmation test and performed hysterosalpingogram with result: device was successfully occluded. Patient received treatment for- pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, anemia and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Ultrasound pelvis - on (B)(6) 2010: revealed an ovarian cyst. Ultrasound scan - on (B)(6) 2010: revealed a normal uterine cavity, small uterine fibroids, and a new right ovarian cyst consistent with a corpus luteum cyst. Concerning the injuries reported in this case, the following one was described in patient¿s medical record; confirming: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events-" abdominal pain, dysmenorrhea(cramping) and anemia" were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right cornu') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, neck dissection, cholecystectomy and neck dissection. Concurrent conditions included abdominal pain, bloating, haematochezia, dysmenorrhea, endometriosis of uterus, chronic cervicitis, uterine adhesions, ovarian cyst, uterine fibroids, menstrual disorder nos, cramp in lower abdomen, discomfort and anemia. Concomitant products included nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication of device removal ("I still have left coil inside that is causing me issues"). The patient was treated with surgery (on (B)(6)2010-total hysterectomy (uterus and cervix removed) - right side coil removed). At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and complication of device removal outcome was unknown. The reporter considered anxiety, complication of device removal, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: (B)(6) 2010 right side -total hysterectomy (uterus and cervix removed) - right side coil removed. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No - I still have left coil inside that is causing me issues. Discrepancy noted in essure confirmation test: patient did not underwent essure confirmation test and performed hysterosalpingogram with result: device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded. Ultrasound pelvis - on (B)(6) 2010: revealed an ovarian cyst. Ultrasound scan - on (B)(6) 2010: revealed a normal uterine cavity, small uterine fibroids, and a new right ovarian cyst consistent with a corpus luteum cyst. Concerning the injuries reported in this case, the following one was described in patient¿s medical record; confirming: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporter information was updated. Case is incident. The previously reported event physical pain is updated to physical pain/ pain. New events: migration of essure device location of device: right cornu, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish and I still have left coil inside that is causing me issues were added. Medical history, concomitant drugs and lab data were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.